Manufacturer narrative:
(B)(4). Date of event: unknown. Batch # unknown. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.    The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Where there any patient consequences or change to the post-op care? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported during that the device it is difficult to remove after firing, and p to p firing required much higher force.